Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: run through, fielder; guiding catheter: launcher 6f sal.75. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified lesion, such that the balloon ruptured upon inflation at 12atm which is below the rated burst pressure of 18 atmospheres. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. To ensure this is not a result of manufacturing, all balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp).

Event description:
It was reported that during a procedure of a heavily tortuous, calcified, 90% stenosed, mid to proximal left anterior descending (lad) artery lesion, vessel diameter of 3.5 mm and the vessel length was 20 mm; after the guide wire crossed the target lesion, a 2.5 x 15 mm voyager nc was advanced, but failed to cross. After removal from the anatomy, the tip was found to be collapsed. A second non-abbott balloon catheter was attempted but the "indentation" [stenosis] remained. A 3.5 x 15 mm voyager nc was used and inflated to 12 atmosphere (atm) when the balloon ruptured. There was no reported adverse patient effect. There was no additional information provided.